Event description:
Reportable based on analysis completed on 16-apr-2026. The returned device evaluation revealed a coil break from the distal coupler. It was reported that a 2x6 embold? Fibered coil was being loaded into a renegade stc microcatheter to treat a trauma bleed during an embolization procedure. When attempting to retract the coil after it had been partially inserted, resistance was encountered at the middle/distal portion of the catheter and the coil felt stuck. After some manipulation, the coil was removed successfully and the detachment mechanism remained intact. A new embold coil was then used and advanced without any issues. The attending physician was not certain if they experienced any difficulties while loading the coil. The case concluded successfully with no patient complications and the patient fully recovered.

Manufacturer narrative:
B3: date of event: estimated, as this information was unavailable per the account device analysis findings: upon receipt at our post market quality assurance laboratory, the returned device consisted of an embold fibered delivery system with the perforation intact. The coil and delivery sheath were not returned for analysis. Visual examination revealed a coil break from the distal coupler. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the embold fibered device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.